Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heart transplant. The inflow cannula showed tissue ingrowth partially occluding opening.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed tissue growth that partially extended over the inflow cannula. Additionally, the reported low flow alarms could not be confirmed through this evaluation. A specific cause for the alarms and a direct correlation between the observed tissue growth and low flow alarms could not be conclusively established. (B)(6) appeared to have been exposed to a fixative agent before being sent to abbott for evaluation. The device was returned assembled with the pump cable severed approximately 9¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Inspection of the inlet extension revealed a thin layer of fixed tissue growth which partially extended over the proximal edge, covering approximately 50 percent of the opening of the inlet. The tissue growth appeared well-adhered to the edge of the inlet and extended slightly inward to line the lumen of the inlet extension on the proximal end. The remaining blood-contacting surfaces of the pump did not reveal any developed depositions or thrombus formations, suggesting that there was appropriate surface washing throughout the pump. Therefore, a correlation between the growth over the inlet extension and the report that the patient experienced a reduction in flow prior to transplant cannot be determined based on this evaluation. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. No notable trend in flow over time was observed. (B)(6)was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Although no device malposition was reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. G, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had been implanted with the heartmate 3 as a bridge to transplant indication. Prior to transplant, the patient experienced a slight reduction in flow over time. Low flow alarms appeared. The root cause of the reduction in flow was unable to be determined. The patient was stable. The device operated as expected besides the slight reduction in flow and low flow alarms.